Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the packaging of the box or individual pouch appear to be tempered/damaged/not properly sealed? No. Was the product stored per instructions? Yes. Could the product be exposed to any adverse weather conditions at any time? Unk. How many devices for the same box were tested during routine culture testing? 1ea. How many devices tested positive? Na. Which distribution center was the product shipped from? Unk.

Event description:
It was reported that prior to the unknown procedure on the patient, the staphylococcus aureus was detected on the suture during routine culture tests. The suture was not used on the patient. It was also reported that the suture package did not appear to be tampered, damaged or not properly sealed.

Manufacturer narrative:
Additional information was requested and the following was obtained: did the packaging of the box or individual pouch appear to be tempered/damaged/not properly sealed? No. Was the product stored per instructions? Yes. Could the product be exposed to any adverse weather conditions at any time? Unk how many devices for the same box were tested during routine culture testing? 1ea how many devices tested positive? Na which distribution center was the product shipped from? Unk h3 evaluation: for the returned sample, a sterility test was performed from (B)(6), 2017 to (B)(6), 2017. All the test conclusions were passed. Based on the sterility test results and the parameters during sterilization, there is no abnormal was found. Complaint root cause couldn¿t be determined. Keep related data for trend analysis and continue to pay attention to trend changes. No abnormal issues identified according to test results.